Manufacturer narrative:
It was reported the patient is over 18 years. (B)(4) for the reported event of foreign material present in device packaging. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation (B)(4) 2013 that an encore inflation device used during a dilatation of esophagus procedure on (B)(6) 2013. According to the complaint, during preparation, before the package was opened, it was noted that there was a piece of small brown paper, 1cm x 0.5 cm in size, in the packaging of the device. No damage was noted to the packaging. The procedure was completed with this device, since there was no replacement for it. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.